Event description:
Additional info received from the MFR on 04/30/1999: this letter is in response to FDA's letter dated april 1, 1999 and received by MFR's office on april 29, 1999. A response was forwarded to FDA's office from the firm on april 16, 1999. This was submitted with a copy of the user facility's medwatch report. At the time of submission, the access number was not available and does not appear on the submission.